Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: unknown, product ID: bi71000162, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed that two batteries were bad with tray one. The batteries were replaced and the system then passed the system checkout and was found to be fully functional. No hardware parts were received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. During the procedure, the battery indicator lights on the gantry were "flashing pink." There was also a lightning bolt symbol displayed on the mobile viewing stations (mvs). The site was able to take a 3d spin before the imaging system was removed from the room. The issue resulted in no procedure delay. There was no impact on patient outcome. No complications were reported.